Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient implanted for a trial evaluation on (B)(6) 2019. It was reported that the trial patient had a shocking sensation. They had raised their commode lid ¿and it shocked her¿. The trial patient stated that they felt ¿a big charge through her head and it knocked her on the floor¿. There were no further complications reported or anticipated.